Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/24/2023. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * what do you mean by "was not able to back stitch the suture line"? Please provide more details surgeons back-stitch along the suture line as an added level of securement to prevent the stitches from coming loose. The needle broke off only a few inches above the last stitch preventing the possibility of backstitching. * did the patient suffer from any signs or consequence due to the issue? Please provide more details. At this time, patient has not had adverse effect. There is a risk of the suture not holding as well as the surgeon would like. It would be possible for the suture line to come undone, thus reopening the wound, causing concern for the patient. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Source : ahs staff. The following additional information was received: invasive procedure? Not provided or not applicable level of harm: no apparent harm - reached patient/person, inconvenient to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. During the procedure, the suture broke during use (with traction) and not at the site where the traction was applied. The surgeon was not able to back stitch the suture line. There were no patient consequences reported. Additional information was requested.